Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery, weak battery, failed battery test or battery out limit alarms noted. Unit had compromised force sensor system alarm during basic occlusion test and unable to prime at 4.0 lbs. During prime/compromised force sensor system test due to protruded/loose drive support disk. Unit had cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, and cracked reservoir tube window.

Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process. Insulin continued to drip after the motor stopped during the manual prime process. The customer was unable to exit the preparing to prime loop. The insulin pump alarmed weak battery, failed battery test, and battery out limit. Customer's blood glucose level was 159 mg/dl. The insulin pump did not exit the rewind complete/bolus delivery loop and complete the fill tubing process successfully. The customer was advised that the device would be replaced and agreed to return the product for analysis.